Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to transducer (mt2) being out of tolerance caused by contamination.

Event description:
The manufacturer received information alleging a ventilator failed to deliver pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The tubing was found to be disconnected from the sensor board. The tubing was reconnected to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The sensor board was replaced to address the issues.